Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a metallic object was stick in the seal plate. Functionally, a clip/staple was stuck in the eschar, at the back of the seal plates, near cutting blade. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade did not advance, as the metal object prevented the movement of the cutting blade. The heel gap of the device was measured and it was found to be within specification. A metal object will disrupt the seal cycle, preventing a seal to be completed. It was reported that the device broke during application and had no seal. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device stopped working. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seal/damage to the cutting blade will occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pancreatoduodenectomy procedure, the handpiece was unable to seal during blood vessel/intestinal membrane processing. There was a sound of seal completion, but there was no evidence of energy supply and no re-grasp alert/alarm. The area around the jaw was cleaned every time it gets dirty. The tissue in the indication was not that thick. The seal could not be used after about 7 hours had passed since the start of use. A new handpiece was used and it worked fine. Photos were submitted showing metal component was exposed. There was no bleeding and there was no patient injury.